Event description:
It was reported by repair work order that the upright assemblies would not stay in position due to loose bolts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.